Manufacturer narrative:
An event of effusion and mild drop in blood pressure twenty hours after the procedure was reported. It was reported that 22 mm amulet was implanted after three recaptures. Information from field indicated that the 20 mm amulet was safely recaptured due to mis-sizing issue and 22 mm amulet was attempted to implant using same delivery system. Please note that per the warnings section of instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was no intervention performed to drain the effusion. Based on the information received, the cause of the reported incident could not be conclusively determined, however operational difficulties may have contributed to the reported effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) using a unknown delivery system. The activated clotting levels were >250s and heparin was administered. There was no abnormalities noted on the echocardiogram and no baseline effusion. During procedure, the 20mm amulet was partially deployed, but the physician was not satisfied with the lobe opposition within the anatomy. They decided to upsize the device and a 22mm amulet was chosen. The 20mm amulet was safety recaptured and tried to implant the 22mm amulet. There was no no additional product experience other than the mis-sizing occurred and the 20mm amulet was removed from the patient prior to release from the delivery cable. The 22mm amulet was implanted using the same delivery system after three recaptures, it was anchored to the wall of the anatomy, the transverse sinus was thin and in a 45 degree plane on echo, the appendage was dynamic. Twenty hours after the procedure, the patient presented with an effusion and mild drop in blood pressure. There was no intervention performed to drain the effusion. The patient was reported stable and discharged.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) using a unknown delivery system. There was no abnormalities noted on the echocardiogram and no baseline effusion. During procedure, the 20mm amulet was partially deployed, but the physician was not satisfied with the lobe opposition within the anatomy. They decided to upsize the device and a 22mm amulet was chosen. The 20mm amulet was safety recaptured and tried to implant the 22mm amulet. The device was implanted and anchored to the wall of the anatomy, the transverse sinus was thin and in a 45 degree plane on echo, the appendage was dynamic. After the procedure, the patient presented with an effusion. There was no intervention performed to drain the effusion. The patient was reported stable and discharged.